Event description:
The pt received her scs system, including a surgical lead, on (B)(6) 2010. It was reported, the pt began experiencing cramps in her legs, from her thighs to her knees, when using the scs therapies. When the stimulation was turned off, the pt reported a tired and achy feeling in these areas. Examination of the pt's scs system found the lead had migrated from it's original position. The pt reported non-compliance with the physician's post-operative direction. The lead was repositioned on (B)(6) 2010 and remains in use. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.